Event description:
The facility reported a fail code 810:04, which occurred during biomed testing right after this device came back from service. Although attempts were made by baxter, details were not available regarding additional contact information, pt demographics, medications involved, or pump programming. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.